Event description:
Customer's mother reported a malfunctioning transmitter since it was not flashing when connected to the sensor. The customer also stated her son's blood glucose was 599 mg/dl. The son was treated with the insulin pump. Troubleshooting occured for the transmitter connection issue. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.